Event description:
It was reported that during preparation for a diagnostic procedure, the sterile package had been compromised. The atlantis sr pro coronary catheter was being unpacked when it was noted that the seal of the interior pouch was not intact. The device was not used and the procedure was completed with a different atlantis catheter. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that there no issues with the seal of the pouch or package containing the atlantis catheter and that the issue was a missing pouch which contains the motor drive unit sterile bag and directions for use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device, an imaging catheter used for diagnosis, was returned for evaluation. The device was returned as a brand new catheter. The catheter tray was sealed and not opened when received. The mdu sterile drape bag was missing when received. Only the dfu instruction, bsc disk and the catheter was inside the package. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during visual and functional analysis of the returned device. The device did not fail to meet specifications when received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A probable root cause of manufacturing was assigned to this complaint for the package component missing issue. (B)(4).